Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that was over-sensing. The lead was capped and replaced on (B)(6) 2019. No further information was available.

Event description:
New information received on 29aug2019, indicates that the patient presented remotely with over-sensing. The patient was stable before, during, and after the procedure.